Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
Measurable dimensions of the broken screw were found to be in compliance with the technical drawings. Raw material certificates and manufacturing papers showed no deviations regarding material analysis, strength or structural stability. The cross section surface shows no irregularities which indicates material conformity. No product fault could be detected. Excessive applied mechanical force may have caused the breakage. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, cortical screw head broke during insertion. It was reported the event occurred when the surgeon was performing reduction of fracture on right proximal tibia, implanting plate with six holes, and where the screw head broke when implanting the screw at the last hole. It was also reported the surgeon decided to leave the screw body inside the bone. No further information available. This report is for a cortex screw 3.5mm diameter, 36mm length, sst. This is 1 of 1 device for this event reported on complaint (B)(4).